Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a time clock anomaly. It was reported that the time was always 5 to 10 minutes ahead. It was also reported that the back of insulin pump was cracked and that bolus delivery would time out during dual wave bolus. Customer's blood glucose was 7 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Programmed pump with the current time and date and monitored for nine days. The time has not drifted and is accurate. Time and date function is performing properly. No time/clock anomaly noted. The insulin pump received with scratched case, serial number label fading, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.